Manufacturer narrative:
The healthcare facility has clarified that the two phalanges lost by the patient were the distal and middle phalanges of her left middle finger. The infection has healed completely.

Event description:
A phalange replantation was performed on the patient and prophylactic antibiotic treatment with amoxicillin/ clavulanate (augmentin) was administered. Leeches taken from a total of three different lots were used to promote graft recovery. Subsequently, the patient was discharged. This report #2023-00002 concerns lot 22/536/b (lot #1) of the three lots associated with this event. On (B)(6), 2023, the patient was readmitted to the hospital due to an infection with aeromonas caviae bacteria, which caused failure of the replantation and led to amputation of the second phalange. Antibiotic treatment with ciprofloxacin was administered. The patient's state of health has been reported as stable.

Manufacturer narrative:
Manufacturing records including acceptance testing results were checked and found to be conforming to specifications upon release. It was not possible to test the device, since all leeches pertaining to this lot had been used and destroyed by the hospital in accordance with approved protocol. The presence of symbiotic aeromonas and other bacterial species in the leech's digestive tract is essential for the animal's growth and survival. Prophylactic antibiotic treatment is always advised. The device user manual includes a list of antibiotics recommended for routine prophylactic treatment whenever leeches are used clinically. However, the hospital administered amoxicillin/clavulanate (augmentin), an antibiotic that the user manual specifically warns against due to the high resistance of several strains of aeromonas bacteria to this antibiotic. The hospital stated that the information from the user manual had not been communicated to the medical staff on duty. After the patient was readmitted and the hospital switched to one of the antibiotics recommended by the user manual, ciprofloxacin, the infection cleared up. With regard to storage of leeches after receipt of a shipment, the user manual indicates that the water in which the leeches are stored must be changed every other day. However, the hospital had not consulted the user manual and was changing the water once a week in accordance with its own outdated internal procedures. Infrequent water changes can lead to concentration of bacteria in the water and on the skin of the leeches, thus increasing the risk of patient infection.